Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced insulin flow block alarm event on (B)(6) 2026 due to bent cannula. The blood glucose level was high and the patient was treated by pump. The insertion site was abdomen. The infusion set was in use for one day. The bent cannula occurred because the infusion set was inserted into insufficient subcutaneous tissue. No further information available.